Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 370mg/dl, and she was treated with a manual injection. The caller stated that she had five bent cannulas, and the insulin pump did not alarm no delivery. No further information was provided.